Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2025.

Event description:
It was reported that during use of the 8.0x80mm armada 35 balloon dilatation catheter (bdc), air was leaking into the syringe during the attempts to aspirate/deflate the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.